Event description:
It was reported that the patient was doing fine.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following during a standard (normal) pump replacement a new catheter was also placed "from l3 up to t12" and ba ckflow was confirmed. The catheter was then hooked up to the new pump "in standard fashion" and the side port of the pump was aspirated of approximately 2-3ml. The pump was primed and the daily dose was reduced to 1/20 of the previous concentration or 1.44mg/day from 5.001mg/day. The medications used were morphine, clonidine and bupivacaine with morphine being the "driver" at 30mg/ml. The following day, it was reported that the patient was "coding". The managing physician was alerted. The attending physician stated that the patient was "getting better after some narcan" and that the managing physician had arrived. The pump was then programmed to minimum rate and the patient was transferred to another hospital. It was reported six days later that the health care provider (hcp) wanted to decrease the concentration in the pump stating that they lowered the dose following the procedure but the patient "ended up coding the next day". Additional information has been requested but was not available at the time of this report.